Manufacturer narrative:
Failure analysis for (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap is protruding from the metal cap; there is evidence of a beginning of meting at the uv glue zone. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber output beam was flashing throughout the case and the laser system went into standby mode three times. The fiber was replaced after 279,984 joules and 37:31 minutes of use, and the procedure completed using a second surgical fiber. Patient outcome: "ok". There was no patient injury reported.